Event description:
The customer reported the light source (subject device) was blinking blue, and when they moved it, it was turning on and off intermittently. The reported issue occurred before an unspecified procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the subject device was displaying an error code b30 (scope communication error) when a scope was connected to the faulty scope connector, due to a faulty scope socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that communication between the scope and the processor was not possible due to an accidental failure of the scope socket. However, the root cause of the faulty scope socket could not be determined. In addition, service found the top cover was damaged. Per the legal manufacturer, this other device issue found by service has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device. G3: investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.